Event description:
I had a w/c injury 2-2000. Had lumbar failed fusion, treated over the years with oral rx. Physical therapy, esi, stimulator implant, intrathecal pump. Had very good pain control for 5 years when my pain mgmt dr stated he would no longer treat me, recommended 3 doctors. I have not found any doctor willing to take over my pump due to liability. I have asked my w/c adjuster to assist. Also, the (B)(6) worker's compensation commission, medtronic. I have endured severe withdrawals, ER doctors only rx 2 days of tylenol #3. My pain is unbearable. I receive (B)(6) I that I can barely live on after (B)(6) premium I receive $ (B)(6)/mo. I had to resort to buying methadone myself just to relieve withdrawals, I take 10mg a day. I have even asked my primary care dr with (B)(6) with no success. I asked the dr office to let dr (B)(6) know that I haven't found a dr but his staff will not inform him due to I am no longer a patient. I have tried every source short of an attorney. All I want is pain treatment or at least a doctor willing to remove the pump. The alarm still goes off and at times causes much anxiety. Please advise. Depleted intrathecal pump. Wc: (B)(6). FDA safety report ID # (B)(4).